Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso, anterior colporrhaphy and colpopexy; due to cystocele, uterine descensus and sui. It was reported that following insertion the patient experienced erosion, infection, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent mesh removal on (B)(6) 2013 due to multiple mesh extrusions. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, neuromuscular problems, organ perforation and vaginal scarring. It was reported that the patient underwent mesh removal in 2013 due to bleeding and pain. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy during mesh implantation. The outcomes attributed to the device were pain, bleeding, vaginal discharge, discharge, and urinary problems. (B)(4) this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02403. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02403. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported in the operative notes as per implanting surgeon, ¿the patient did not require a posterior prolift as had been mentioned in the pre-op h&p. There is no mention of it in my office noted nor did I consent for it.¿

Manufacturer narrative:
It was reported that the patient underwent excision of extruded vaginal mesh, I&d of infected anterior vaginal wall incision line on (B)(6) 2014 due to vaginal mesh extrusion, sui, rectocele. It was reported that the patient underwent a rectocele repair via posterior colporrhaphy, midureteral sling implant on (B)(6) 2015 due to symptomatic rectocele, sui. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of mesh on (B)(6) 2013 by (B)(6) at (B)(6).